Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that patient experienced no audio output on (B)(6) 2015. No additional patient or event information is available. The data log was provided by the patient. The data was reviewed on (B)(6) 2015 and could not confirm the reported event of no audio output. A definitive root cause could not be determined.